Manufacturer narrative:
A ge rep contacted the customer and assisted troubleshooting over the phone. The customer repaired the 12 volt power supply. The system operates as intended.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.